Manufacturer narrative:
The customer has not accepted the offer for repair. To date, no service was provided. Customer has not accepted the offer for repair. To date, no service was provided.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during checkup of the unit, the fault was found on the bellows. There was no reported patient involvement.